Manufacturer narrative:
A field service engineer (fse) was dispatched who inspected and found out that the line was leaking when the pump was on. The fse removed the line, put the ferrel back and tightened. Both valves were rechecked for leaks and controls were run without any further issues. No further action was required by field service. The most probable cause of the reported event was due to a loose line. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2015, the customer reported low buffer with their g8 analyzer. A field service engineer (fse) was dispatched on (B)(6) 2015 to address the reported event, which resulted in delay in reporting of patient results hba1c. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.